Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. The device¿s air inlet path assembly needs to be replaced to address the issue.